Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion" customer: "at around 8 pm, the patient received medication 5 fu, it was scheduled to be administered from 2:15 on (B)(6) 2022 until 2:15 on (B)(6) 2022, but the patient called on (B)(6) 2022 at 8 pm, and he informed that the medication had already ended."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.